Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had an infection and the healthcare provider (hcp) told them to wait until the infection was gone before they could use the device. Patient stated they went to the doctor's office on monday and they gave them a prescription to take and they were done with it until saturday. Agent asked when the infection started and patient stated it was last monday. Patient also stated they were going to fix the machine but due to the infection, they did not. The patient was redirected to their hcp to further address the issue.